Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of ballooning venous lumen extension tubing was confirmed and the cause was use-related. The product returned for evaluation was one 12fr x 24cm powertrialysis dialysis catheter. Usage residues were observed throughout the sample. The venous lumen extension tubing was deformed and distended. Microscopic inspection of the sample confirmed plastic deformation of the venous extension tubing. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion and aspiration with no observed leaks. The venous lumen extension tubing expanded during hydraulic pressurization. The extension tubing deformation was consistent with over-pressurization damage. The event description indicated that power injection was accidentally attempted through the venous lumen. The product IFU states ¿use only the lumen marked ¿power injectable¿ for power injection of contrast media. Warning: use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the extension tube bulged like balloon when the contract medium was injected via the v lumen by mistake. There was no reported patient injury.